Event description:
The pump was returned for investigation. Investigation revealed the top of the battery compartment was cracked, the inside of battery compartment was stripped and the display lens was scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation confirmed that the threads inside the battery compartment are stripped with evidence of a crack on the top of battery compartment. The battery cap is unable tightening secured to the pump. Inspection revealed that the display lens was scratched. (B)(6).